Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump suspended due to a sensor glucose of 3.3 mmol/l despite a blood glucose of 6.4 mmol/l. Troubleshooting was initiated and it was explained that the electrode may have been pulled out. The customer was then advised on proper calibration and was instructed to call back if they could not get the sensor to work. The sensor will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.